Event description:
It was also reported that during implant attempt of a new lead, the silicone overlay pulled away from itself. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) all insulators breached cut; full lead was returned and analyzed. Inner insulation kinked/buckled. Outer tubing kinked/buckled. Lead stretched. Damaged at implant. Blood noted on all conductors and helix mechanism.